Event description:
The patient's sister reported that the patient was hospitalized due to hypoglycemia. The pump was removed once the patient was at the hospital and the patient subsequently went into a coma. The patient was in a coma for 5 days. The patient's sister reported that while in the hospital, the patient was treated with the "wrong medication". The patient was subsequently released from the hospital.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.